Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of severe aortic stenosis and aortic valve insufficiency. The annulus diameter, area, and perimeter of the native valve were measured to be 26.9mm, 556.1mm2, and 84.4mm respectively. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 23mm non-abbott balloon. The valve was reported to be implanted at a depth of 9mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). A post-implant balloon aortic valvuloplasty (post-bav) was performed using a 25mm non-abbott balloon. On (B)(6) 2025, the patient presented with severe perivalvular leak (pvl). A 29mm navitor vision valve was selected for implant using a large flexnav ds. During the procedure, a snare was used to assist the ds in crossing the prosthetic valve. The valve was implanted at a depth of 2mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc) resulting in mild pvl. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient¿s status was stable.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of severe aortic stenosis and aortic valve insufficiency. The annulus diameter, area, and perimeter of the native valve were measured to be 26.9mm, 556.1mm2, and 84.4mm respectively. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 23mm non-abbott balloon. The valve was reported to be implanted at a depth of 9mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). On (B)(6) 2025, severe perivalvular leak (pvl) was noted. A 29mm navitor vision valve was selected for an implant using an unknown sized flexnav ds. During the procedure, the ds was in contact with the first valve, and it was required to elevate the radiopaque tip in order to cross the second valve by the snare technique. The valve was implanted at a depth of 2mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). No pvl noted with the gradient pressure of 8mmhg. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The hospitalization was prolonged due to this event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient was discharged.

Manufacturer narrative:
An event of perivalvular leak (pvl) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on all available information, the reported pvl could not be conclusively determined. It is possible patient conditions. However, this cannot be confirmed. The reported regurgitation and hospitalization may represent cascade effects resulting from the reported pvl. The reported surgical intervention is the result of case-specific circumstances, as valve-in-valve was perfomed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.